Event description:
Per the clinic, the patient presented with vertigo and subsequently was treated with steroid injection (transtympanic corticosteroids) and betahistine. The implanted device remains.